Event description:
It was reported by a clinician from adult oncology that the patient had orders for cisplatin, cyclophosphamide, etopiside and doxorubicin. Both infusions were supposed to run over 24 hours. Both infusions infused for an additional 3 hours and the nurse stated that there was extra volume. Pharmacy had confirmed that both bags contained exact volume. The clinician reported that this type of scenario has been a continuous problem at their out-patient clinic causing delays and prolonged discharge of patients. There were no adverse effects caused to the patient in this event.

Manufacturer narrative:
The customer¿s complaint of under infusions were reproduced. The system was being used for treatment purposes. The event administration sets were not returned for investigation. Review of the pcu error log showed no errors were recorded on the reported event date. Lvp sn (B)(6) (channel b) review of the pcu event log showed the suspect device lvp sn (B)(6) (channel b) was selected and programmed 250 ml of guardrail drug cispl_cyclophos_etop (drugid= 176) to infuse over 24 hours at a calculated rate of 10.4167 ml/hr. The device was selected multiple times and additional volume was programmed to infuse (totaling 345 ml) and the rate was changed to 11.4 ml/hr before being channeled off. During infusion, the device recorded alarms for: air in line (2); patient side occlusion (9); volume infused between 7 december at 5:46 pm and 9 december at 9:13 pm = 541.55 ml; maintenance records showed preventative maintenance was not preformed after major repairs were completed. Inspection of the device showed no anomalies; after calibration, testing showed the device was delivering fluids within specification. The probable cause of the customer¿s complaint of an under infusion was believed to be due to the devices¿ rate calibration. A review of the device history record showed the device had a manufacture date of 05/06/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by a clinician from adult oncology that the patient had orders for cisplatin, cyclophosphamide, etopiside and doxorubicin. Both infusions were supposed to run over 24 hours. Both infusions infused for an additional 3 hours and the nurse stated that there was extra volume. Pharmacy had confirmed that both bags contained exact volume. The clinician reported that this type of scenario has been a continuous problem at their out-patient clinic causing delays and prolonged discharge of patients. There were no adverse effects caused to the patient in this event.